Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Patient code used for: the complainant indicated that the drill bit broke intraoperative and a non-implant grade fragment was retained in the patient. The retained fragment was not identified intra-op, however was identified with a post-op x-ray. A revision procedure was performed to retrieve the drill bit retained fragment. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the drill bit was used as part of a fixing of mandibular post trauma. At the end of the procedure when the drill was removed from the screw hole it was not noted that the screw end of the drill bit had broken off. This has been reported as sometime occurring however on this occasion it was not identified until when the patient was x rayed and then returned to surgery on (B)(6) 2016 and the retained drill bit was removed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 316.520s, lot# l170218. Manufacturing location: (B)(4), manufacturing date: oct 19, 2016, expiry date: oct 01, 2026. The device was first manufactured unsterile under part 316.520 with lot f-19900 at the supplier (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient had follow-up after the initial surgery for ongoing pain and symptoms. A subsequent x-ray identified the drill bit requiring the additional surgery to have it removed.